Event description:
The customer originally returned his olympus evis lucera gastrointestinal videoscope due to an air/water leakage from the insertion tube. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A device evaluation, review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the subject device had foreign material inside the nozzle. There were several other forms of wear and tear noted throughout the unit. Those include, but are not limited to material deformation, material discolored, and imaging failure. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection.¿ ¿the instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures.¿ following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). Based on the results of the investigation, the foreign material could not be identified. Furthermore, investigators could not conclusively specify the root cause of the foreign material present in the subject device. However, an unseen failure during the reprocessing steps would be a likely contributing factor. Olympus will continue to monitor the field performance of this device.